Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgery, the nim system was picking up excessive noise even when the surgeon was not operating. The pi boxes were swapped, but the issue persisted. The noise was detected on both channels in the five-digit range, with some readings as high as 50,000 v, generally hovering between 10,000 v and 30,000 v. The system was likely picking up interference. The wires and electrodes were checked for crossing or snags, but nothing appeared to be obstructed. The system was plugged into an isolated outlet, and switching to another outlet did not resolve the issue. While on battery power, the noise subsided substantially but still persisted. The esu was located on the other side of the operating room. Additionally, a trach tube was involved in the case, and the surgeon was not willing to adjust it. There was no patient impact.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.